Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not charging despite using multiple usb cables and wall adapters. The customer suspected that the charging port was compromised. Customer's blood glucose was 300 mg/dl. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.